Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the error logs had a "manifold pressure sensor failure", which indicates a loss of mechanical ventilation. The flow sensors were replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to switch to mechanical ventilation during a case. The unit was replaced and the case was able to continue. There was no report of patient injury.